Event description:
It was reported by service report that the footboard was smashed leaving open areas for fluid intrusion and the scale/bed exit were not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - footboard, footboard modules.